Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a form of a pinhole was noted upon first inflation at 6 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.